Event description:
After an implantation period of approx. 53 months, it was observed that the patient had a cardiac arrest. Furthermore it was reported that the ICD waited seven minutes before delivering shocks due to low sensing. The patient is hospitalized.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance tests proved the ICD functions to be as specified. The returned device data have been analyzed. The data revealed no indication of an ICD malfunction. The ICD functioned as expected based on the programmed parameters and the particular intrinsic heart signals of this patient (fluctuating rr intervals and intermittent very small amplitude values in the rv channel). In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.